Event description:
Pt was injected with 1.5cc syringe radiesse mixed with approx. 1 cc lidocaine to the nl folds and into cheeks on (B)(6) 2012. The pt called three days post injection, reporting increased pain, redness and unilateral swelling. The pt was prescribed antibiotics, although dr. (B)(6) felt it was infection.